Event description:
A female consumer used two sheets of neosporin scar solution (silicone) every 3 to 4 days beginning in 2004 (exact date unspecified) for a surgical scar. Two months later she was informed that she had lung cancer. In 2005 (exact date unspecified), the consumer had an x-ray and unspecified scan that showed bone cancer. Product use was discontinued on an unspecified date. As of 2005, the events had not yet resolved. No further information was available at the time of the report.